Manufacturer narrative:
According to the thermage flx user manual, burns are a known possible side effects during a thermage flx treatment. Due to the lack of information provided, no causal factors can be determined, and no conclusion can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The product has been requested to be returned for an evaluation; however, the product has not been received at this time. If the product becomes available and is returned for an evaluation, a supplemental report will be filed.

Event description:
A patient reported that they received a thermage flx procedure on their face. They observed burns on both of their cheeks the day after the procedure. No other treatments (besides thermage), were performed in the same area where symptoms were observed. At this time, there is no further information available about the event or patient.

Manufacturer narrative:
Upon further investigation by the customer, it was confirmed that the patient never received a thermage flx treatment. The patient received an ipl treatment. This event is no longer deemed reportable.